Manufacturer narrative:
(B)(4). The investigation into the reported event is on going at this time. A follow-up report will be provided when the inspection results are available.

Manufacturer narrative:
(B)(4). We received one used (filled) easypump ii lt 100-50-s without packaging (contaminated with 5-fu). The received sample was taken to a visual inspection. Damages were not detected on the sample. In as-received condition the white clamp was closed. The original wing cap was not handed over by the customer; the patient connector was closed with a cap. After opening the top cap and removing the closing cone, we detected liquid at the filling port (lli-cone). Furthermore we detected solution (liquid) at the lla-cone of the patient connector. A functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while the pump did not work (solution was not running). Then the pump was squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the pump did not work (solution was not running). The tested sample is not in accordance with our requirements. We have informed our manufacturer accordingly. Statement: received one piece of used, filled of easypump ii lt 100-50-s without original packaging. As received condition, clamp clip is closed and the original wing cap has been replaced with white closing cone. Big top cap is opened and discofix cap is removed. Detected crystallized residue at cap valve. Additionally, detected crystallized residue along microbore tube. White closing cone is removed and clamp clip is released. No flow is observed. The complaint pump is not working. Analysis: complaint sample is dissected by section to investigate the possible contributor of blockage. Complaint sample is dissected at section a (microbore tube, before male luer lock). Immediately observed flow of solution. Complaint sample is flowing after dissection at section a. The root cause of blockage could not be comprehended as the complaint sample has crystallized. Therefore, the complaint is considered as not judgeable. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility ((B)(4)): pump-damaged-blocked, no flow - 5fu. Chemotherapy on 2 days. Diffuser plugged to 29.06 / 15. Return of the patient to 30.06 for his j2 - diffuser doesn't infuse.